Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection found no physical damage. All check and calibration tests were successfully passed. Power on self-test and one hour therapy were completed. During one hour therapy, crackling and zapping sounds were found. The reported condition was verified. The cause was determined to be defective power inlet and fuses which were replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a burning smell coming from the homechoice unit during setup of peritoneal dialysis therapy. The caregiver had already unplugged the machine. There was no patient injury or medical intervention associated with this event. No additional information is available.